Event description:
This device case, which does not involve an adverse event, reported by a consumer, who contacted the company with a product complaint, concerns a (B) (6) (B) (6) male patient. The patient was taking an unspecified medication for treatment of an unknown indication beginning on an unknown date. On (B) (6) 2008 the humapen ergo burgundy/clear pen body (lot 0312a02) with a clear cartridge holder attached was reported by the patient to have a broken injection button. This humapen ergo burgundy/clear pen body (lot 0312a02) with a clear cartridge holder attached is associated with 650919. The operator of the device was unknown and it was unknown if the operator of the device was trained. It was unknown how long the patient had used this device model. The device was returned to the company on (B) (6) 2008. Initial examination found two broken engagement tabs on the clear cartridge holder. It was unknown if use with another humapen ergo device was continued. Further information will be added when received. Update 14-sep-2008: additional information received on 09-sep-2008. Added: lss analysis summary to case, device manufactured date added, improper use / storage changed to yes from no.

Manufacturer narrative:
Reportable malfunction/near incident identified. Investigation in progress. Note: this report includes final evaluation findings. No additional information is expected. Evaluation summary - 09-september-2008, device specific safety summary: the user returned the actual complaint device to the manufacturer for investigation (lot 0312a02, manufactured december 2003). The device would not prime or dose with the complaint cartridge holder attached. The investigation found both clear cartridge holder engagement tabs deformed/broken. This malfunction, broken clear cartridge holder engagement tabs may result in an underdose. Corrective action: the core user manual states "do not damage or remove the cartridge holder tabs. Do not use the pen if the cartridge holder tabs are broken. Do not use the pen if any part of your pen appears broken or damaged. Contact (B) (4) at xxx-xxx-xxxx or your healthcare professional." Improper use and storage: there is evidence of non-manufacturing related damage to the cartridge holder engagement tabs. Marks from an unknown tool, are observed on the mounting bayonet and engagement tab areas. The damage is consistent with bending fatigue by an unknown tool. This behavior is considered misuse as it is prohibited in the user manual.